Manufacturer narrative:
It is unknown if the device is available for evaluation. The complaint investigation is pending at this time.

Event description:
A primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 in reportedly leaked an unspecified fluid at the filter a few hours after administration on multiple different incidents and different floors. There was no human harm. This emdr reflects the second and third of three similar occurrences.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.